Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited zero as a value for impedance. It was further indicated that the patient was in an atrial fibrillation (af) ablation procedure at the time of the impedance reading which led to electromagnetic interference with the implantable pulse generator (ipg). The lead and device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated a lead warning alert. Information is provided in the future, a supplemental report will be issued.